Event description:
During pre-surgical preparation for the inspire implant, the anesthesiologist inadvertently perforated the patient's airway during intubation. Surgeon identified the source and performed ligation of the puncture. This resolved the issue.